Event description:
It was reported that the patient presented remotely, review of the transmission revealed the right ventricular (rv) lead exhibited post-sensed t-wave oversensing. Programming changes were recommended. No intervention was reported. The patient was stable throughout and continued to be monitored remotely.